Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the battery tube assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 50mg/dl. The customer stated that she fell in the pool and the pump had a blank display. They removed the batteries for 10 hours and tried to dry the pump. Troubleshooting was not performed. The device was returned for analysis.